Event description:
Biomed called to ask how to read the event logs she had downloaded related to an overinfusion. The customer stated they are fairly sure the event was due to a user error. The offer to perform event log review and request for event logs and data set was declined. The customer stated they did not need any assistance with investigation except for requesting info from service manual about meaning of event log entries. Nursing informatics rep stated user had incorrectly entered an infusion rate and she also declined investigation. There was no report of pt harm or medical intervention required. Although requested, no add'l event or pt info was provided by the user.

Manufacturer narrative:
(B)(4). Although requested, the affected device has not been rec'd for investigation. Customer stated that device, data set and event logs will not be sent because they are declining our assistance and will be performing an internal investigation only.